Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 0.2 cc juvéderm voluma® with lidocaine injection in the cheeks. The patient developed a ¿delayed reaction of lumps and swelling on the right side cheek¿ about 2 weeks later. The patient was treated 75 units of hyaluronidase, prednisone, and an antihistamine 2 days later. Patient denied a history of allergies, but physician is "unsure" and feels there are. Symptoms resolved 4 days after initial onset, but the swelling reoccurred in the same site about 2 weeks later.

Event description:
Healthcare professional reports 0.2 cc juvéderm voluma® with lidocaine injection in the cheeks. The patient developed a ¿delayed reaction of lumps and swelling on the right side cheek¿ about 2 weeks later. The patient was treated 75 units of hyaluronidase, prednisone, and an antihistamine 2 days later. Patient denied a history of allergies, but physician is "unsure" and feels there are. Symptoms resolved 4 days after initial onset, but the swelling reoccurred in the same site about 2 weeks later.

Manufacturer narrative:
Device analysis: a single 1.0 ml syringe with 0.5 ml of gel remaining inside received with a cap and no needle in an opened tray. No defect observed on syringe.